Event description:
A surgeon reported an unexpected postoperative refraction following unilateral intraocular lens implant surgery. During a follow-up phone call with the surgeon's technician, several factors that may have contributed to the postoperative results were discussed including the difference between manifest and topography cylinder, incorrect sia, topography ks versus manual ks and the possibility of the lens being off axis. The technician agreed to check the lens position at the next visit. There are no plans to replace the lens.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The lens remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.